Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted, struts perforated into organs and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached struts of the filter retained in the ivc. The patient reportedly experienced chronic back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years post g2 filter deployment, CT revealed, indicated acute pulmonary emboli predominantly involving the right lower lobe but also within the right middle lobe and left lower lobe. Subsequently, one year later, CT revealed there was extensive emboli identified in the distal portion of the right main pulmonary artery extending to the first and second order branches. Approximately two years later, CT indicated large saddle embolus. Thrombus seen extending into the right upper, middle and lower lobe pulmonary arteries, there was complete occlusion of the left lower lobe pulmonary artery. Subsequently, a year later, CT revealed there was a small filling defect seen within a left lower lobe segmental artery. Approximately eight months later, evaluation for pe was performed. No evidence of pulmonary thromboembolism observed. Approximately one year later, right lower extremity doppler venous exam indicated there was clot present in the mid portion of the right femoral vein and extending distally but there was flow around. Approximately three years later, CT revealed ivc filter presence, where one leg appears to penetrate the medial wall of the ivc and enter the aorta (seen in axial images 176 through 181 of 405). Another leg appears to go posterior to the aorta and another leg appears to go anterior to the aorta. One leg of the ivc filter has fractured and was separate from the filter and was cephalad of the filter in the ivc. Subsequently a few days later, CT revealed evidence of a fracture of the filter with erosion of one of the legs through the vena cava wall and patient had a pulmonary embolus back in 2014. The new ivc filter ¿argon option elite filter within the inferior vena cava deployed just above the existing filter. Subsequently, one month later, CT revealed the more inferior ivc filter has a somewhat atypical orientation. Three of the legs of the more inferior filter extend both anterior and posterior to the adjacent aorta, without evidence of aortic perforation. One of the legs appears to abut the anterior-superior endplate of l4, likely related to the presence of an abnormal position of one of the filter legs belonging to more inferior ivc filter. A fractured leg, presumably from the more inferior ivc filter which is inferior in position and unchanged from the prior study. Therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc. However, the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately four years post g2 filter deployment, CT revealed, indicated acute pulmonary emboli predominantly involving the right lower lobe but also within the right middle lobe and left lower lobe. Subsequently, one year later, CT revealed there was extensive emboli identified in the distal portion of the right main pulmonary artery extending to the first and second order branches. Approximately two years later, CT indicated large saddle embolus. Thrombus seen extending into the right upper, middle and lower lobe pulmonary arteries, there was complete occlusion of the left lower love pulmonary artery. Subsequently, a year later, CT revealed there was a small filling defect seen within a left lower lobe segmental artery. Approximately eight months later, evaluation for pe was performed. No evidence of pulmonary thromboembolism observed. Approximately one year later, right lower extremity doppler venous exam indicated there was clot present in the mid portion of the right femoral vein and extending distally but there was flow around. Approximately three years later, CT revealed ivc filter presence, where one leg appears to penetrate the medial wall of the ivc and enter the aorta (seen in axial images 176 through 181 of 405). Another leg appears to go posterior to the aorta and another leg appears to go anterior to the aorta. One leg of the ivc filter has fractured and was separate from the filter and was cephalad of the filter in the ivc. Subsequently a few days later, CT revealed evidence of a fracture of the filter with erosion of one of the legs through the vena cava wall and patient had a pulmonary embolus back in 2014. The new ivc filter ¿argon option elite filter within the inferior vena cava deployed just above the existing filter. Subsequently, one month later, CT revealed the more inferior ivc filter has a somewhat atypical orientation. Three of the legs of the more inferior filter extend both anterior and posterior to the adjacent aorta, without evidence of aortic perforation. One of the legs appears to abut the anterior-superior endplate of l4, likely related to the presence of an abnormal position of one of the filter legs belonging to more inferior ivc filter. A fractured leg, presumably from the more inferior ivc filter which is inferior in position and unchanged from the prior study. Therefore, the investigation is confirmed for filter limb detachment, perforation of the ivc. However, the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, embedded in wall of the ivc, struts perforated into aorta and detached filter strut was present above the remaining part of the filter in the ivc. It was further identified acute pulmonary emboli predominantly involving the right lower lobe but also within the right middle lobe and left lower lobe post implant. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced chronic back pain; however the current status of the patient is unknown.